Event description:
The customer reported that he was getting no deliver on the insulin pump. Customer stated he got no delivery multiple times today. Troubleshooting was done. Customer's blood glucose was 99 mg/dl. It was found that the insulin did exit. It was found in priming that the insulin exited and did not get no delivery alarm. Advised customer that the set may have been occluded. Advised to change the infusion set and return set for analysis. Advised the customer to monitor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).